Event description:
Clinical rationale: an impella rp flex device was inserted via the left femoral vein in a 74-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs), classified as scai stage e, with a history of coronary artery disease. A registered nurse was called for assistance in disabling a ¿purge system blocked¿ alarm. The team reported that tissue plasminogen activator (tpa) had been running for several hours, and they believed the alarm had already been disabled. The patient¿s condition subsequently declined, care was withdrawn, and the patient expired. The patient¿s death was most likely due to the underlying critical condition, as they presented in profound cardiogenic shock (scai stage e).

Manufacturer narrative:
This is one of two related reports. This report represents the impella rp flex and another report was submitted to represent the impella 5.5. The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: the cause of the high purge pressure could not be determined as no product or logs were returned for evaluation.